Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference the article at the address: http://www.ncbi.nlm.nih.gov/pubmed/26321552 device history records could not be reviewed as the lot number is unknown. This device is used for treatment. A product history search could not be conducted as the part and lot numbers are unknown. Surgical notes were not provided; it is unknown whether the instruments were utilized correctly per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that four femoral fractures occurred during removal of the intercondylar notch because of an incomplete sagittal cut between the intercondylar notch and the medial femoral condyle.